Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of ventricular arrhythmia in the ventricular fibrillation (vf) zone wherein all ther apies delivered had failed requiring external defibrillation to terminate. The patient had a single high voltage coil right ventricular (rv) lead and it was believed that perhaps a dual high voltage coil lead could have converted the patient. The rv lead was capped and a dual high voltage coil lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.